Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was not found. Inspection found that exhalation flow sensor was not installed correctly. Transducer was calibrated and the machine met specifications.

Manufacturer narrative:
Vyaire reference number: (B)(4). If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator constantly alarmed "transducer fault" and other events listed in the event log related to "transducer fault". The customer reported that there was no patient involvement.